Event description:
Stroke patient received tenecteplase in emergency department, then cerebral thrombectomy for ischemic stroke. During right groin sheath removal, perclose closure devices did not deploy three separate times. Angioseal closure device also unsuccessful. Patient received 3 stents to right femoral artery, 4 units prbc (packed red blood cells), 2 ffp (fresh frozen plasma), 1 cryo, and 1 plt (platelet). Intracranial hemorrhage noted during the procedure. Post procedure, patient to nicu with femstop to right groin and md holding pressure to left groin sheath.